Event description:
Tracheostomy button, while being placed via stoma; was aspirated inside the trachea beyond where it could be reached with gloved. Fiber bronchoscopy was required to retreive the device. Patient experienced no distress during the entire time. A #8 tracheostomy tube has been put in. Following investigation it was noted that the device has no outside diameter to allow for gripping during insertion. With increased saliva around the stoma, which acts as a lubricant, increases the potential for aspiration. It was also identified the flange portion o f the device is optional if a flange is uded; would this decrease the potential for aspirationdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: other, invalid data. Results of evaluation: invalid data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, invalid data. Invalid data - on device destroyed/disposed of status.